Manufacturer narrative:
This event occurred on an unspecified day in (B)(6) 2017. Uf/importer report number: 2200010000-2017-8012. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not flow during infusion of vancomycin. The device was being used with a non-baxter primary set and a non-baxter pump. The reporter stated that the medication was hung incorrectly (no further information provided) and the antibiotic did not run through the secondary set; the normal saline ran instead. To resolve the issue, the antibiotic was run at the end of the infusion without the pump. The reporter stated that the user had been able to flush the catheter prior to use, and there was no fluid blockage after priming. There was no patient injury or medical intervention associated with this event.